Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with loss of capture and high out of range pacing lead impedance on both rv and lv leads. Lead was capped and replaced.